Event description:
The facility reports two incidents involving a flo-gard infusion pump with a clearlink solution set. Reportedly, "the bag emptied, air started going into the tubing, but there was no air alarm." No reported injury. No add'l info available. The other incident will be reported in medwatch# 6000001-2006-02499.

Manufacturer narrative:
Although baxter has attempted to obtain this device for eval, this device has not been made available as it is still in use. If this device is received for eval or add'l info becomes available, a f/u report will be generated. Similar incidents have been received for this product code. This issue is being investigated under mdq-CAPA-(B)(4). The CAPA was opened (B)(4) 2006 and is in the investigation stage.